Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose of 449mg/dl with difficulty waking up, polyuria and polydypsia associated with a button/keypad issue. It was reported that the up arrow button was under responsive and alleged that there was an under delivery of insulin. Reportedly, the patient discontinued the insulin pump and was treated in the emergency room with IV fluids. It was also reported that the patient was diagnosed with a urinary tract infection on (B)(6) 2015. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an under responsive keypad button.

Manufacturer narrative:
Follow-up #1: date of submission 08/05/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/20/2015 with the following findings: the keypad was intact with no damage observed. All of the keys were fully responsive to user presses. A manual date/time change was observed in the black box from 01/11/2007 10:27 to 06/19/2015 23:45. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. The keypad was removed and no contamination was found under the button contacts. The pump cover was removed and no internal moisture was observed. The keypad latch was observed to be fully closed with no damage observed to the keypad flex. The original complaint could not be confirmed or duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.